Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® 2515 nav variable catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found white and clear material all over the shaft, leader tubing, two sides of the barrel, and blue clip. Initially, it was reported that during the procedure, the catheter could not deflect. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/14/2020, the bwi pal received the device for evaluation. Upon initial inspection, no damage or anomalies observed. Further testing was then performed. During a second visual inspection on 1/15/2020, the bwi pal found white and clear material all over the shaft, leader tubing, two sides of the barrel, and blue clip. The observed foreign material has been assessed as an MDR reportable malfunction. The awareness date has been reset to 1/15/2020.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® 2515 nav variable catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found white and clear material all over the shaft, leader tubing, two sides of the barrel, and blue clip. Initially, it was reported that during the procedure, the catheter could not deflect. The investigational analysis completed (B)(6)2020. The device was inspected, and white material was observed on the shaft, leader tubing, and barrel. However, during the second inspection, the catheter was observed without white material. This could be related to the decontamination process. The contraction mechanism was found working correctly. However, the catheter was unable to deflect. The catheter was observed under x ray and the puller wire with the ferrule was observed slid down inside the tip, causing the deflection issue. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the foreign material and the slid down ferrule cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: pc-000625384.